Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not was their hands or wear mask while performing therapy that day. The peritonitis was manifested by stomach pain. It was reported the patient presented to the pd clinic; however, it was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was reported as "the patient confirmed they have gotten better and no further issues have arisen¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.